Manufacturer narrative:
Please see section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera and the monitor were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: monitor 9735795 hd m-touch 27in s8 svc camera 9735821 vega base s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was unresponsive during start up. The camera was tested and found it to be faulty. Replacement of the camera was required. The representative also found the screen was cracked about 3 inches across and the touch screen was less responsive.

Manufacturer narrative:
H3: analysis was performed for product: 9735821, lot number: p901765. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .307mm with a passing threshold of .250mm. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.